Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. Evaluation summary: 1. Customer reported that ¿shunt was removed since it was not filtered after insertion¿. 2. The sample was received to site for investigation, however the sample was not able to be evaluated. 3. No similar complaints for the lot. 4. No abnormalities were found during DHR review. 5. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive. The complaint of a shunt not filtering can not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implantation procedure, the gfd would not filter after it was inserted. The gfd was removed and replaced with another one to complete the procedure. Additional information has been requested.